Manufacturer narrative:
This device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
It was reported: the 2.8mm guide wire with flutes broke while predrilling with a 5.0mm/7.3mm stepped drill bit. Pituitary rongeurs and curettes were used to retrieve the broken pieces. The surgery was completed successfully after an approximate fifteen minute delay. This complaint is on the guide wire. This is 1 of 2 reports for complaint (B)(4).

Manufacturer narrative:
Additional narrative: patient date of birth, patient age at time of event reported as (B)(6). Male; event is a reportable malfunction. The event did not require intervention to prevent permanent impairment/damage. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Additional narrative: complaint device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
Additional narrative: product development evaluation was performed on the returned device (2.8mm guide wire with flutes 450mm - part #02.207.001, lot # unknown). The returned guide wire is broke in two pieces. The break is oblique and is located approximately 20cm from the distal tip. Product drawing (rev c) was reviewed during this evaluation. The returned guide wire was made from 316leh stainless steel which is an appropriate material for a guide wire. The guide wire diameter is 2.8mm and is necessary to allow a 7.3mm cannulated screw to pass over the guide wire for precise screw placement. The design is adequate for its intended use and did not contribute to this complaint condition. (B)(4).